Event description:
The customer observed falsely depressed alinity I total psa results for one patient. The following data was provided (customer provided normal range is <4 ng/ml): (B)(6) 2022 sid (B)(6) initial undiluted result = 2.994 ng/ml, repeat = 2.963 ng/ml, repeat with auto dilution = 12.438 ng/ml cobas result = 26.30 ng/ml (normal range is 0-4 ng/ml) additional reference lab testing was received from the customer on (B)(6) 2022; undiluted result = 3.384 ng/ml, manual 1:10 dilution = 17.567 ng/ml no impact to patient management was reported

Manufacturer narrative:
Section b5 was updated to include new information that was provided by the customer on 10nov2022. An evaluation is still in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed alinity I total psa results for one patient. The following data was provided (customer provided normal range is <4 ng/ml): (B)(6) 2022 sid (B)(6) initial undiluted result = 2.994 ng/ml, repeat = 2.963 ng/ml, repeat with auto dilution = 12.438 ng/ml. Cobas result = 26.30 ng/ml (normal range is 0-4 ng/ml). Additional reference lab testing was received from the customer on (B)(6) 2022; undiluted result = 3.384 ng/ml, manual 1:10 dilution = 17.567 ng/ml. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely depressed alinity I total psa results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, labeling review, and in-house testing. Return testing was not completed as returns were not available. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot 37536fn00 and the complaint issue. In-house accuracy testing of a retained reagent kit of lot 37536fn00 was performed. All specifications were met indicating the lots are performing acceptably. Labeling was reviewed and sufficiently addresses the customer's issue. Based on our investigation, no systemic issue or deficiency with the alinity I total psa reagent lot 37536fn00 was identified.

Event description:
The customer observed falsely depressed alinity I total psa results for one patient. The following data was provided (customer provided normal range is <4 ng/ml): (B)(6)2022 sid (B)(6), initial undiluted result = 2.994 ng/ml, repeat = 2.963 ng/ml, repeat with auto dilution = 12.438 ng/ml. Cobas result = 26.30 ng/ml (normal range is 0-4 ng/ml). No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 7p92-20 has a similar product distributed in the us, list number 7p92- 21/31.